Manufacturer narrative:
The technician found the brake linkage was broken. He replaced the brake/steer linkage to repair the stretcher.

Event description:
Information received indicates the brake would only set at one end of the stretcher; the other end would roll when in brake.